Event description:
Due to discomfort, the pt came to the hosp. At interrogation, the pacemaker was found in standby mode.

Manufacturer narrative:
Jan 13, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4): device went into standby mode. Method: since the device remains implanted, the files from the programmer were reviewed. Results: the files showed the device switch could have resulted from a temporary decrease of the battery voltage. As described in the labeling, standby mode is a safe mode of operation. Conclusions: there is no safety issue or specification related issue. The device can remain implanted with standard follow-up intervals. (B)(4).